Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that during the use of the pump and cassette, an alarm sounded with no message on the display. No patient injury. No additional information is available.